Event description:
It was reported that the device had reached elective replacement indicator (eri) battery level due to normal battery depletion. Prior to the replacement procedure, an inaccurate eri date was noted on the device. Abbott technical support was contacted, the session records were reviewed, and normal battery depletion was confirmed. The device was explanted and replaced due to normal battery depletion. The patient was in stable condition.